Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in clinic for a follow up on (B)(6) 2020. The patient was noted to have pacemaker syndrome due to the patient's sensitivity to lack of av synchronous pacing. Upon examination, it was discovered that the pacemaker was in backup vvi operation since (B)(6) 2020. A device restoration was successfully performed and the patient's symptoms were abated.